Event description:
Patient presented with a slightly calcified aneurysm neck angling right to left at approximately 65 degrees. After successful deployment of a 22-16-100bl bifurcated device and a 28mm suprarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the leak.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Use of device with aneurysm neck angle greater than 60 degrees is considered off-label per instructions for use.

Manufacturer narrative:
Read: patient presented with a slightly calcified aneurysm neck angling right to left at approximately 65 degrees. After successful deployment of a 22-16-100bl bifurcated device and a 28mm suprarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the leak. Should read: patient presented with a slightly calcified aneurysm neck angling right to left at approximately 65 degrees. After successful deployment of a 22-16-120bl bifurcated device and a 28mm suprarenal aortic extension, an angiographic image revealed an intraoperative proximal type I endoleak that could not be resolved with additional ballooning. An aortic stent was placed which resolved the leak.